Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) unit's helium gas was leaking. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Additional information:e1(event site postal code-(B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) helium gas was leaking during inspection. A getinge field service engineer evaluated during the inspection, the helium gas cylinder was empty, so we replaced it with a new one and found that helium gas was leaking. After retightening the connections from the helium cylinder to the fill manifold assembly, the helium gas leak was resolved and the equipment was returned to the hospital. No patient involvement.

Event description:
N/a.